Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited high impedance and loss of capture. The lead was programmed off and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.